Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the photographs showed a section of tubing between two brown tape marks. The photographs did not clearly show evidence of the reported condition. The problem was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set had a hole in the IV tubing at the proximal port. This occurred during infusion of saline solution. The reporter stated that the hole led to blood leaking on the floor while the patient was being transported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was discarded by the customer; however, photographs of the device were provided. The photographs are currently awaiting evaluation. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.